Event description:
The complaint reported a malfunction alarm with the code malf 0, and the customer was advised by technical support. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to use multiple daily injections (mdi) as a backup therapy, and a replacement pump with updated software was sent. The customer acknowledged the instructions to put the problematic pump into storage mode and return it to tandem.